Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, oversensing and phrenic nerve stimulation were noted. The oversensing was possibly due to electromagnetic interference (emi). The patient was stable and will be monitored.